Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increasing capture thresholds, and the right atrial lead exhibited oversensing with left arm isometrics. The leads were capped on (B)(6) 2019 and the patient was stable post-procedure.